Manufacturer narrative:
This report is submitted on 28 january 2020.

Event description:
It was reported that the patient experienced infection at implant site, resulting in explant of the device on (B)(6) 2019. There are no plans to re-implant the patient with a new device as of the date of this report.